Manufacturer narrative:
Mindray service representative replaced the keyboard. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported an issue with the accutorr v monitor's keyboard, which may have affected monitoring. No patient injury was reported.